Event description:
The customer reported discrepantly low mean corpuscular hemoglobin concentration (mchc) results, with no system generated flags, for three patients involving coulter lh 500 hematology analyzer. Subsequent testing of the patient samples recovered higher results within the normal reference interval, and the results were issued. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse reviewed patient results and quality control (qc) logs. The fse replaced the bsv and actuator valve. The fse performed shutdown and startup prior to processing controls. The fse completed control analysis and adjusted the calibration factors. The fse discussed and informed the customer that samples were retested and recovered normal results. The unit conformed to the manufacturer's published performance specifications. The customer supplied beckman coulter, inc with patient data. After reviewing the data, it was noted all patient results were discrepantly high for white blood cell (wbc), platelet (plt), hematocrit (hct) and low for red blood cell (rbc), hemoglobin (hgb), mean cell hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) without system generated flags. Patient # 2 platelets results were slightly lower but with system specifications.